Event description:
The customer stated that she tested her blood glucose using her contour and one touch meters. The contour read 375 mg/dl, while the one touch read 85 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. The customer also insisted the meter be replaced. A new contour meter kit was sent to the customer.